Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient developed open sores from tape that she was using to tape the garment in-place. The patient reported that her doctor was aware and her doctor instructed her to remove the device to allow the sores to air out. It was reported that the patient had a firm, round stomach that caused the electrodes to flip frequently. During a follow up the patient indicated that the irritation was not getting better as she was still using tape to keep the electrodes in place. She reported that the doctor was aware and the device was taped in the doctor's office. The final medical outcome of the skin irritation is unknown. There was no alleged device malfunction.